Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of sutures was exacerbated by the lifevest equipment. The patient described the area as back pain from weight of device and clips on garment were ripping out sutures from extra sharp clips rubbing. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.